Manufacturer narrative:
The device was not returned by the user facility, therefore, a full investigation was unable to be performed. The noted damage to the teeth on the inner shaver and the shaft's detached distal tip are typically experienced when a shaver comes into contact with a metal object during high speed rotation. The fact this device was reprocessed in no way made it more susceptible for an event like this to occur, as failures such as these do occur in both new and reprocessed devices. Prior to shipment to the customer, these devices are inspected under magnification for visual defects such as nicks, burs, bends or any other abnormality which would make them prone to this type of failure. If a device does not meet the requirements of this inspection, it is immediately removed from circulation and discarded. These additional steps help to ensure these devices are in proper working condition before they leave our facility.

Event description:
The doctor was doing an elective knee arthroscopy. The doctor had just started to use a 4.0 stryker shaver when the inner cannula cutting tip broke off in the knee joint. It took the doctor approximately 30 minutes to retrieve the broken piece from the joint. This was a reprocessed shaver.